Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - chronic low back pain/ spinal pain. Patient stated patient stumbled because of stuff on a carpet and the patient fell on their stomach in the front. Patient stated after patient stumbled they didn¿t notice anything the first week then stated they noticed "things" broke where the ins was hooked in spine. Patient stated they told the healthcare provider (hcp) and then had the 3rd ins implanted. Patient confirmed the stumble was unrelated to the device. No symptoms reported. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: the main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - chronic low back pain/ spinal pain. Patient stated patient stumbled because of stuff on a carpet and the patient fell on their stomach in the front. Patient stated after patient stumbled they didn¿t' notice anything the first week then stated they noticed "things" broke where the ins was hooked in spine. Patient thought they tore it loose and stated they broke their connections. Patient stated they told the healthcare provider (hcp) and then had the 3rd ins implanted. Patient confirmed the stumble was unrelated to the device. No symptoms reported. No further complications were reported/anticipated.